Event description:
It was reported to philips that the device had a power issue. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance. The asp confirmed the device displayed a battery failed alarm during the testing of the device and that the battery was damaged. The battery was also less than 5 years old. The battery was replaced to resolve the issue and the device passed functional testing after repair was completed. The device remains at the customer site.